Event description:
It was reported via repair work order that the power inlet/entry module and the power cord sheathing was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer performed own repairs.

Event description:
It was reported via repair work order that the power inlet/entry module was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.